Manufacturer narrative:
Certas plus (ID 828804pl) has been returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 6480942, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The catheters were irrigated and no occlusion noted but a cut/tear in ventricular catheter was noted. The valve was visually inspected and no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any occlusion issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no occlusion issue was noted.

Event description:
2 of 5 reports (different patients, different certas valves, same facility). Other mfg report numbers: 3013886523-2023-00147. 3013886523-2023-00149. 3013886523-2023-00150. 3013886523-2023-00151. A facility reported a certas plus valve (ID 828804pl) was implanted on (B)(6) 2023. The valve has no flow when checked with manometer on back table, therefore it was removed on (B)(6) 2023 and the issue was resolved.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.